Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported capsular contracture baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as unidentified (tear) opening (shell thickness was within specification). Missing shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional, additionally reported, capsular contracture, baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.